Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump shut off unexpectedly. During troubleshooting with tandem technical support, the pump was turned on and the malfunction alarm was cleared. Insulin delivery was resumed successfully. Customer¿s blood glucose level was 268 mg/dl.